Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that during a gastric sleeve procedure, about half way through the case, the jaws stuck and would not open. The surgeon had to use his fingers to open the jaws. The device was not on any vessels and it did not need to be cut out. The same device was used to complete the procedure. There were no adverse consequences for the patient. Device discarded.

Event description:
After review phone call and information captured in the complaint, it was determined that the event is not reportable.

Manufacturer narrative:
(B)(4).